Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced stoma site erythema, induration, drainage, and a suspected stoma site infection. The patient was prescribed a 10 duration of keflex for the suspected stoma site infection. On (B)(6) 2018, the patient was seen for a follow up and there was no pain, drainage, fever, chill, and no signs of an infection at the stoma site.